Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspection was performed on the returned device. The reported proximal shaft separation was confirmed. The investigation determined the reported proximal shaft separation appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that during the procedure, the 2.5 x 12 mm nc trek was advanced into the patient anatomy. During removal of the device, a shaft separation occurred at the hypotube, at a location outside the patient anatomy. No difficulty was noted during removal. The separated segments were removed simply by pulling from the anatomy. There was no adverse patient effect and no clinically significant delay. No additional information was provided.